Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Recharger with serial number was returned and analysis was performed. Analysis results indicate that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the silver tip (connector pin) busted out of the desktop charger about a week prior to the report. The patient has been without stimulation because she cannot charge her implantable neurostimulator. The patient was sent a replacement desktop charger. There were no further complications reported or anticipated.